Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc ruptured. The following information was provided by the initial reporter, translated from japanese to english: an hcp used this product in the ncu, and then attempted to remove it in the hospital ward; while the hcp was working on this, the catheter was ruptured.